Event description:
The event is reported via medwatch: during the resuscitation of an infant with congenital diaphragmatic hernia, the doctor was unable to remove the stylet from the endotracheal tube after intubation. The patient was inadvertently extubated due to difficulty in removing the stylet, as reported by the user facility. The patient was re-intubated and it was again difficult to remove the stylet. A portion of the plastic covering the stylet had come off and remained in the lumen of the endotracheal tube. The endotracheal tube was removed and the patient was re-intubated. The user facility reports that the patient is fine.

Manufacturer narrative:
A phone conversation was conducted between (B)(6), developmental engineer, from the reporting facility and (B)(4), regulatory affairs clinical specialist, for teleflex. The following information was provided by (B)(6): condition of the patient - the patient condition is fine and no adverse effects from the event. Sample - the sample is available and will be sent to teleflex for evaluation. The endotracheal tube used in this event is not available for evaluation, nor is the lot number known for the endotracheal tube used in this event. The MFR of the endotracheal tube is covidan/mallinckrodt. (B)(6) will send a representative sample of an endotracheal tube.